Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device displayed an error message. The field service engineer (fse) found database was in suspect mode. The technical support specialist (tss) remotely accessed the station and attempted to dial into the station but encountered agent download issues. Tss restarted the remote support service (rss) package. The tss verified packaging success and retried dialing into the station. The tss logged into sql server management studio and confirmed the database was in suspect mode. Dropped the database and performed a full synchronization of the station. After these steps, the station was restored to normal operation. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ error on screen and unable to login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.